Manufacturer narrative:
Concomitant medical products: product ID: 97792, lot#: unknown, product type: accessory. Product ID: 97792, lot#: unknown, product type: accessory. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019 product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 97792, lot#: hg3h59g, product type: accessory. Other relevant device(s) are: product ID: 97792, serial/lot #: unknown; product ID: 97792, serial/lot #: unknown; product ID: 97792, serial/lot #: (B)(4), ubd: 12-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient was implanted on the day of the report. Doctor deployed an anchor that came in the kit and seemed the first lead seemed fine. Second anchor had no gripping to the lead itself. The doctor was able to slide the anchor all the way off. Caller used a back-up 97792 bi-wing and he was able to deploy one and it slid off and the second would not grip either. Ended up tying them down because all of them slipping. Caller was unsure which lead (which lot) was the one with the issue at this time. Caller noted at end of call that bi-wings didn't slide all the way off the lead, just up and down the lead. No symptoms were reported and no further complications were reported/anticipated. (B)(6) 2019, additional information was received from the rep. Rep provided patient's date of birth. The weight was unknown. The delay in surgery was the length of time it took to put new anchors on, 5-10 minutes. The devices were going to be returned for analysis. Rep verified that there were total of 3 anchors with the issues. Rep stated that the first anchor was in a lead kit. Rep was not sure which lead but he provided the serial number of the leads that were used and the number for the anchor kit. The provided information was confirmed with physician/account. No further complications were reported/anticipated.

Manufacturer narrative:
Device evaluated by MFR: analysis of product ID 97792 lot# unknown found that the anchor was cut at the explant. Analysis of product ID 97791 lot# unknown found no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.